Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable ion selective electrode (ise) results for proficiency material and for patient samples. Of the data provided for three patients, only the results for one were discrepant and reported outside the laboratory. The initial result from a sample cup was 177 mmol/l and was reported. The doctor questioned the result and asked the lab to repeat testing. The repeat result from the primary sample tube was 138 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested, but were not provided. The field service representative found there was a fluidics failure of the sipper nozzle and replaced it. He ran a precision check which was within specifications. The customer ran qc, which was within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Contamination with sodium was suspected as the potassium and chloride assays were not affected. It was most likely that the naoh was not properly washed from the cells. As no further issues were reported after the service visit, the issue was resolved by the field service representative's actions.